Event description:
Event description boston scientific crm received information that this pacemaker patient experienced a syncopal episode. A holter monitor was utilized to evaluate the pacing system. During a 24 hour period, several seven to nine second pauses noted oversensing of artifacts which led to stored non-sustained ventricular tachycardia episodes. Oversensing was also noted with the sensitivity decreased to 10 mv. The device was programmed to voo with no pacing anomalies noted during the 24 hour period leading up to the revision procedure. During the revision procedure, no anomalies were noted on the proximal end of the bifurcated vdd lead. The lead was surgically abandoned and new atrial and ventricular leads were successfully placed. The device was explanted and a new device was successfully implanted. The device was returned for analysis.